Event description:
The customer reports that column lift intermittently does not respond to buttons being pressed. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply. No pt injury was reported.